Manufacturer narrative:
The insulin pump was received with broken reservoir tube lip, cracked display window corner and cracked battery tube threads. The test infusion set and reservoir did not lock into place.

Event description:
The customer reported via phone call, a piece of the reservoir cracked off at the top of the compartment. The customer had found the piece in her clothes. Customer didn't recall her blood glucose level at the time of the incident. Troubleshooting was performed and customer was advised to discontinue use of the device, revert to back up plan, and the device needed to be returned.